Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; e1; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - head. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: avenir muller stem 5 standard: catalog#01.06010.005, lot 2975105; dural alpha insert neutr hh/32: catalog#01.00013.408, lot 2987661; allofit alloclas shell 50/hh: catalog#4244, lot#2985738 the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2019. D10: medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown acetabular liner: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Approximately five (5) years post-implantation, the patient underwent revision surgery of the acetabular liner due to severe sepsis. The acetabular liner, femoral head, and femoral stem remained implanted. Ten (10) months following the liner exchange, it was reported that the patient continues to experience permanent pain. Further intervention or treatment has not been reported. Due diligence is in progress for this event; to date no additional information has been provided.